Event description:
A battery life calculation performed on (B)(6) 2012 indicated 10.39 yeras remaining.attempts for additional information have been unsuccessful.

Event description:
On (B)(6) 2012, it was reported that this vns patient was in the emergency room. It was also reported that the patient was in the hospital and the lead was protruding. Interventions for the event were uncertain. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of programming history.